Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9800 displayed a low ma error prior to a procedure. The error was able to be bypassed and the procedure completed without incident. There was no adverse pt involvement reported. There was no pt info reported.